Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging the following sample collection issue with the ultrasoft lancing device: casing is cracked/broken. The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests her blood sugar 2 times a day and she manages her diabetes via glucophage, glyburide and januvia (oral diabetic medications). The patient indicated that the lancing device was broken approximately 4 weeks prior to contacting lifescan (date and time not known). The patient reportedly stopped testing her blood sugar after the lancing device was broken. Approximately one week after the reported issue, the patient reportedly experienced symptoms of "dizziness and felt tired." The patient indicated that she was at work when the reported symptoms began and took assistance from her regular doctor on the same day. The patient reportedly obtained a reading of "526 mg/dl" on the doctor's/clinic's meter and was reportedly treated with insulin (unknown type and dose). The patient's lancing device was replaced. Based on the provided information, this complaint is being reported because the patient allegedly received treatment that could be suggestive of a hyperglycemia, after the lancing device was broken.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.